Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While preparing to treat chronic total occlusion in the superior femoral artery, the physician discovered that the dilator tip was frayed. This occurred prior to patient contact, and the procedure was completed with a different device. There have been no injuries or additional medical intervention reported.